Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 ( type of investigation, investigation findings, investigation conclusion), h10 additional information: e1(B)(6). A getinge field service engineer evaluated the unit and found retractable cable not retracting. Removed cable reel and untangled, cable was caught on a pillar causing it to be jammed. Freed, and now cable recoil working correctly. Plugged in and both batteries drawing charging current and charging up.

Event description:
It was reported during a routine check the cardiosave intra-aortic balloon pump (iabp) unit battery is not charging and the power cable will not retract. There was no patient involvement reported.

Manufacturer narrative:
Due to character restrictions in block e1 telephone number : (B)(6). A supplemental report will be submitted upon completion of our investigation.